Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 for the event. The cause of peritonitis was unknown. Treatment was not reported. On an unreported date, the patient had recovered from the event. Dianeal therapy was ongoing.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd881565 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.